Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she called 911 for a high blood glucose of nearly 700 mg/dl in (B)(6). Customer had diabetic ketoacidosis and was vomiting. Customer stated that she almost died and was IV drips. Customer was in the intensive care unit for 2.5 days. Customer stated that she got on the pump when it was time to be released. It was found that the pump was removed at the hospital. Customer stated that she was off the insulin pump for about 1 month since it didn't work out for her. Customer tried to get back on the pump today at the doctor's office. Customer mentioned that she had a blood glucose of 42 mg/dl last (B)(6) or the year before. Customer stated that she had gone to the hospital for high and low blood glucose. Customer stated that the cannula did not go into her body. Customer was giving injections but was still running high at the time.